Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure called a natural orifice transluminal endoscopy surgery performed on a sus scrofa (pig) on (B)(6) 2009. According to the complainant, the clip was being utilized to stop the bleeding caused by an incision made inside the pig. The physician attempted to deploy the clip but it would not release. The clip remained in an open position. The procedure was completed with another resolution clip device. Info regarding the pig's condition post procedure was not available.

Manufacturer narrative:
(B)(4) other (failure to close). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).